Event description:
The customer reported that the system had an initialization problem and would display a frame sync error message when it was cold. This error message will likely cause a loss of x-ray functionality. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. All connectors were cleaned and all circuit boards were reseated. The system was then found to be operating as intended.